Event description:
A (B)(6) male pt contacted zoll lifecor customer support svc to report that he was having trouble with his battery charger. The pt was provided with a replacement battery charger.

Manufacturer narrative:
Follow-up. This report is a correction to the initial MDR 3002158293-2010-00414. "(B)(6) 2009" was changed to ""(B)(6) 2010. ""(B)(6) 2010" was changed to ""(B)(6) 2010." Device eval summary: device eval of battery charger "(B)(4) has been completed. The reported problem was confirmed. The battery charger was not functional and would not charge the pt's battery packs. The cause on the non-functional charger was an intermittent connector from the power brick to the charger. The root cause of the intermittent connector cannot be positively determined. No adverse event resulted from the intermittent battery charger. The pt received a replacement battery charger.